Event description:
It was reported that the mesh was rejected by the patient. About 8 weeks post operation, there were spots of continuous scabbing without any healing. When explored more, it was found that 1cm x 2cm with two holes of the delta mesh came out.

Manufacturer narrative:
Investigation in progress but not yet complete.